Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 at 9:32 pm, the patient obtained a blood glucose reading of 484 mg/dl and he suffered the symptom of headache. The patient administered self-treatment by taking a correcting bolus of insulin of 3.65 units; he did not seek any medical attention. The patient's subsequent blood glucose reading was 136 mg/dl and he was asymptomatic. The reporter stated, the patient had eaten a meal without taking any insulin bolus to cover the meal prior to the elevated blood glucose readings. The patient's mother refused to troubleshoot the meter. The patient's technique was incorrect by not taking a bolus dose of insulin to cover his meal. There was no evidence the pump was not accurately delivering insulin. However, as the patient suffered blood glucose readings suggesting severe hyperglycemia after this event occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.